Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failures were a saturated sieve bed and the 4 way valve was stuck. Additional malfunctions were saturated pvc tubes and leaking hose clamps.